Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used. According to the complainant, the device did not work. Upon receipt at the bsc complaint investigation site, the device was inspected and it was noticed that the handle cannula detached which would make the device inoperable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual inspection of the returned device found the wire kinked. The handle cannula detached and the handle cannula has torque marks. Functional evaluation was not performed due to the condition of the returned device. The torque marks found on the handle cannula indicate that the handle cannula was not properly assembled. Therefore, review and analysis of all available information indicate the most probable root cause is manufacturing. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used. According to the complainant, the device did not work. Upon receipt at the bsc complaint investigation site, the device was inspected and it was noticed that the handle cannula detached which would make the device inoperable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Inspection findings: handle cannula detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.